Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 418 mg/dl, 200 mg/dl, and 271 mg/dl. Customer obtained a reading of 29 mg/dl earlier that morning with no symptoms, and customer treated himself with orange juice. Approximately 15 minutes later, the customer obtained the back-to-back readings provided above. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.